Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1293557. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima ii¿ IV catheter prn adapter tubing clamp came loose and blood flowed back through the cap when it was opened. The following information was provided by the initial reporter, translated from (B)(6): "for this patient at the external jugular vein using this indwelling needle, after puncturing well to close the white stopcock, ready to replace the heparin cap, just open the original cap, blood immediately back out, pick up the hole syringe back to draw, without any resistance to draw back blood, the process of stopcock are closed, indicating that the indwelling needle stopcock did not play the effect, and later replaced the indwelling needle. No major impact on the patient, but increased risk of infection."